Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother stated that the patient ended up in the hospital because they were vomiting and their blood glucose levels were high at 478 mg/dl and they would not go down. The patient was treated with intravenous therapy with fluids and anti nausea medication.